Event description:
On 03/30: customer reports (B) (6) outpatient female having a CT abdomen/pelvis with contrast for pain. IV access was the left antecubital with a 22ga angiocath. The optiray prefilled syringe was connected to IV access with coeur medical system coiled tubing and a smart site (cardio health) needleless valve. Injection protocol was 3ml/sec for 120ml volume. Approximately 10ml of contrast infiltrated. Patient stated pain and numbness in the left hand fingers, but not the pinky finger. Minor swelling was observed. Patient was treated with an ice pak for approximately 15 minutes, observed by the radiologist, then discharged to home with instructions to call if the swelling and numbness did not resolve by morning. Customer has not heard back from the patient.

Manufacturer narrative:
Facility biomed tested the injector with a pressure gauge and states the injector tests within pressure specification. On 03/30, product monitoring contacted biomed who say they feel the injector is working within specifications and indicated the technologist's technique of inserting and moving the IV access device may have possibly affected the outcome of the infiltration. Customer biomed does not feel the injector was the cause of the infiltration and does not require service to evaluate the system. No further investigation needed at this time.